Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag hose was replaced, and the unit was returned to service. Customer contact reported there was no patient information available.

Event description:
The hospital reported the unit had a large leak in bag mode, preventing the ability to manually ventilate. There was no report of patient injury.